Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while supporting a patient during intra-aortic balloon (iab) therapy the patient started coughing and moving around and a "fiber optic sensor failure" as well as an "auto-fil failure" was generated. A second iab pump (iabp) was used and the auto-fil failure reoccurred. When the customer called in to the emergency service specialist to report the issue the iabp had been in standby for 40 mins and the position of the iab could not be verified. The physician decided to remove the iab. There was no reported injury to the patient.